Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A patient of unknown age received hemodynamic support from an impella cp smartassist heart pump during high-risk percutaneous coronary intervention. Hemolysis has been reported. Abiomed customer support provided advice regarding possible impella-related causes and treatment options for hemolysis. The attending physician had the correct position of the impella heart pump in the left ventricle confirmed using an echo to rule out hemolysis caused by suction. Thereafter, no hemolysis or other problems related to the impella cp were reported.

Manufacturer narrative:
The investigation into hemolysis has been completed. The impella products and data logs were not returned for review. The root cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review.